Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the transmitter did not give any low battery warning prior to expiration. There was no report of injury or medical intervention. No additional event or patient information is available.